Manufacturer narrative:
Analysis of stimulator with serial number (B)(4) found no telemetry and no output. No significant anomaly found and no evidence of an internal mechanism for premature depletion during destructive analysis. Analysis of lead with lot number v884754 found stimulator lead body conductor crushed. No significant anomaly was noted.

Event description:
It was reported that the battery depletion was premature and replaced on reported event date. Impedance testing and reprogramming were performed. The patient was noted alive with no injury the day of report. There was a decreased efficacy and less than fifty percent therapy relief. It was later reported that the patient implant depleted in a short time. High amplitude/poor lead placement questionable/noted. Positioning difficulty was noted with lead. The patient recovered without sequela. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v884754, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v884754, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.